Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 patient underwent revision of proximal femoral nailing system (tfna) for the treatment of prophylactic fracture. First surgery took place on (B)(6) 2017 and had x-ray reviewed on (B)(6) 2017 showing callus formation. On (B)(6) 2018, patient went for a walk and heard two (2) cracking sounds and have acute onset of pain on the left thigh. X-ray showed that the implant has crack and there was a shaft fracture. The surgeon suspected non-union. It was unknown if there were surgical delay and adverse event to the patient. This report is for (1) 9mm/125 deg ti cann tfna 340mm/left - sterile. This complaint involves (3) devices. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device history lot manufacturing location: monument. Manufacturing date: 08-feb-2016. Expiration date: 31-jan-2026. Part number: 04.037.925s, 9mm/125 deg ti cann tfna 340mm/left- sterile. Lot number: h026339 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary: visual inspection: the nail was received at us cq cracked near the proximal-distal midpoint along the 9mm-diameter fluted shaft. The crack ran lateral-medial across (nearly perpendicular to the shaft center line) the five (5) most lateral flutes before turning proximally along the medial edges of the two (2) second-most medial flutes. The nail did not separate into two pieces. The cracked device received condition is being considered as agreeing with the complaint description of a broken device: the two failures may result in similar patient harms. The complaint was confirmed during investigation. No other damage was noted besides wear consistent with implantation and explantation. Dimensional inspection: dimensional inspection of the returned device revealed the diameter of the fluted shaft above and below the cracked and damaged area to be 9.12mm, which is within specification during the investigation, no product design issues were observed that may have contributed to the complaint condition. DHR review: review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Conclusion: the complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined as the event conditions were unknown; however, it is likely the device experienced extreme forces while implanted. The complaint condition is adequately addressed by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.